Event description:
It was learned through implant patient registry and investigation that a patient with a 26mm 4600 annuloplasty ring in the tricuspid position underwent a valve-in-ring procedure after an implant duration of 17 years, 1 month due to regurgitation. The procedure was performed with a 26mm 9750tfx transcatheter valve. Patient stable at the end of the procedure. Per physician, cause was due to structural deficiency of the ring. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5, b7, h6. The cause of the event was most likely patient factors/condition. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation and through follow-up that a patient with a 26mm 4600 annuloplasty ring in the tricuspid position underwent a valve-in-ring procedure after an implant duration of 17 years, one month due to severe regurgitation. The ttvr procedure was performed with a 26mm 9750tfx valve. The patient was stable at the end of the procedure. Based on medical records review, there is no evidence of structural deficiency of the annuloplasty ring implanted in the tricuspid position.